Manufacturer narrative:
(B)(4). Lot number 13j061 was manufactured september 25, 2013 ¿ september 30, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample was not returned; therefore, a device analysis cannot be completed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was missing the safety/sterility cap. This was noted before use. There was no patient involvement. No additional information is available.